Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly. The seals stayed inside the loading device when staff removed the delivery device. A replacement device was used to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was outside of the delivery tube, while the tension spring remained inside. The plunger had not been depressed. Also, it was observed that the seal was cracked. This suggests that the seal was cracked during unsuccessful attempt(s) to roll it properly, and once the tube was removed from the loader, the seal dislodged from the delivery tube. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).